Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that that lead impedances were high in the bipolar configuration. Initially, the device was changed to the unipolar config- uration, but when an x-ray showed an outer insulation break, the lead was replaced.